Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump was not logging data despite being in use. Subsequently, the pump displayed history data correctly approximately 30 seconds later. Customer's blood glucose level was 300mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and declined additional troubleshooting.